Manufacturer narrative:
At the time of this report the device had not yet been returned. A supplemental report will be submitted if the device is returned.

Event description:
Rechargeable batteries caught on fire while in charger. No one was injured. This did not occur during a procedure. This device was subjected to a recall in december of 2011 for this issue. Our records show that the customer was notified of the recall multiple times, however did not return the device as requested.